Event description:
Additional information was received from the patient. They reported that they're not sure what the problem is, but they would like to have the device removed. They first noticed this issue in 'early 2020.' This device is not working for them, and the issue has not yet been resolved. They stated that they had contacted their doctor about this, but also asked when can they schedule to have device removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they don't think the device is helping anymore. Patient said that they can feel stimulation in their legs and thinks this is a cause of why the left leg is swollen. Support link referred patient to speak to his doctor about medical advice and concerns. Support link mentioned he will need to call his doctor's office to set up an appointment with the doctor.